Manufacturer narrative:
A review of the device history record review could not be conducted because a lot number was not provided. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was returned for evaluation. After performing visual inspection, the separation of the purple connector can be observed. The potential root cause is that the reported issue occurred because the adhesive application step was skipped since the process does not ensure to apply adhesive on the tube prior to attaching the purple cap and there is no further in-process inspections through the steps of product manufacturing to ensure the cap is bonded to the tube. As part of continuous improvements, a corrective action was opened which includes assembly process changes. These actions are designed to prevent the reoccurrence of the reported defective condition. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the cap of the feeding tube where the syringe connects has fallen off during the use of the product. The customer was not able to provide any additional details.